Manufacturer narrative:
The ise system is calibrated twice a day, followed by a qc run. The field service engineer (fse) cleaned the ise flow cell and replaced the na electrode and cl clip. A clear root cause has not been identified.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium (na) and chloride (cl) results, which were generated by unicel dxc 600 pro chemistry analyzer and detected by monitoring the anion gaps. The erroneous results were reported out of the laboratory. Samples were repeated on a different instrument and higher results were obtained. Amended reports were issued and physicians were notified. The customer has not received any reports of patient injury requiring medical intervention or change to patient treatment in connection with this event.